Manufacturer narrative:
There is no indication service was dispatched for this incident. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the customer's results. The patient sample recovered a negative result prior to and after centrifugation. Cpls did not reproduce the customer's reported issue. Investigation analysis did not demonstrate a reagent issue. The cause of the incident is inconclusive.

Event description:
The affiliate reported the customer alleged an elevated troponin I (access accutni) result, within the risk stratification, for one patient involving access 2 immunoassay system. Subsequent testing of the patient sample on the original access 2 system and through an alternate methodology, produced lower results within the normal reference interval. The elevated result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The customer supplied beckman coulter with the patient's sample for further analysis.